Event description:
Customer reported an unexpected negative reaction on the echo when testing patient sample with capture-r ready screen 3 (crrs 3). No transfusion reactions were reported as a result of the negative reactions.

Manufacturer narrative:
Review of instrument images: crrs 3 shows negative reactions for all 3 screen cells. Cell 2 was the only fya cell on the panel and was homozygous for fya. Visually this reaction appears negative. The positive control reaction appeared as expected. Repeat testing with crrs 3 (new sample from sample patient) shows negative reactions for all 3 screen cells. Cell 2 was the only fya cell on the panel and was homozygous for fya. Visually this reaction appears negative. The positive control reaction appeared as expected. Confirmed the reactivity of the fya antigen on retention crrs (3), lot r058. A service call was made. Complaint resolved by camera reader replacement on the echo. System tested and operated within specifications with no problems observed.